Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) 2017 the physician used the sizer for the carboseal valsalva and chose the carboseal valsalva sz 27 aort, when the physician went to go down with the conduit he found it to be too big and chose the carboseal valsalva sz 25 aort.